Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation. Related complaint for oasis drain used- (B)(4).

Event description:
The oasis drain was replaced due to a pneumothorax that was not resolving as expected. Following replacement with another oasis drain, a lack of vigorous bubbling was observed, however the patient remained clinically stable. Review confirmed the presence of a small air leak with appropriate device function. A subsequent chest xray demonstrated improvement in the pneumothorax. There was no harm reported.